Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
It has been reported to philips that the allura system was not able to fully boot up. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. A philips service engineer inspected the system onsite and inspected the x-ray tube. It was found that both filament tubes were open. The equipment is contracted under a third party, who replaced the x-ray tube. No further investigation can be completed at this time. The codes were updated based on the investigation outcome. Health impact code